Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 6/27/2019, a manufacturing record evaluation was performed for the finished device 30182763m number, and no internal actions were found during the review. No code available was used to represent surgical intervention. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient in their mid-sixties underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered atrioventricular (av) heart block requiring surgical intervention. During the procedure, the patient went into av heart block. Ventricular pacing followed by a permanent pacemaker implantation was required. The patient was reported in stable condition and was transferred to the coronary care unit (ccu). The av node did not recover but the pacemaker restored cardiac functionality. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. No biosense webster inc. Product malfunctions were reported.